Event description:
It was reported that the patient passed away on (B)(6) 2025, due to documented pulseless electrical activity (pea). It was stated that a device interrogation had not been performed at the time of death. There were noted to be three recent alerts for high out-of-range shock impedance ((B)(6) 2025. Additional information received from the field confirmed that there was not a recent device interrogation. A previous procedure for device upgrade had been scheduled for (B)(6) 2025; however, it was cancelled (reason not provided). The plan had been to perform some additional testing and discuss device replacement in (B)(6) 2026. No other information was known.

Event description:
It was reported that the patient passed away on (B)(6) 2025, due to documented pulseless electrical activity (pea). It was stated that a device interrogation had not been performed at the time of death. There were noted to be three recent alerts for high out-of-range shock impedance (on (B)(6) 2025). Additional information received from the field confirmed that there was not a recent device interrogation. A previous procedure for device upgrade had been scheduled for on (B)(6) 2025; however, it was cancelled (reason not provided). The plan had been to perform some additional testing and discuss device replacement on (B)(6) 2026.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, and based on product record reviews, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.